Manufacturer narrative:
The allegation has been confirmed: planned ssd not cleared when copying plan from an unapproved plan. The population of the planned ssd field when copied from an approved / an unapproved plan was investigated using eclipse external beam planning version 10.0.34. A discrepancy was discovered when the original plan's status was changed from unapproved and approved back to unapproved and the plan was copied. The newly pasted plan's planned ssd field was not cleared out which was the case when copied from an approved plan. Root cause: design deficiency - there was no system requirement in place to address this issue. Varian has determined that it is improbable / extremely unlikely that this issue should recur and result in serious harm. Corrective action: this issue has been corrected in version 11. A discrepancy report (dr) has been raised for correction of this issue in a future maintenance release of version 10. No add'l follow-up to this MDR is expected.

Event description:
Planned ssd not cleared when copying plan from an unapproved plan. The customer reports that they copied a plan for a subsequent phase. During the planning process, the isocenter was moved into the new copied plan. The calculated ssd were automatically updated, however they noticed that during the planning approval process, the dialogue box showed a discrepancy between the calculated and planned ssds. The planned ssds were not updated accordingly. Moreover, in rt chart, the ssd is not updated and is showing the ssd from the original plan. The plan that was originally copied was in 'unapproved' status. There was no report of serious injury as a result of this event.